Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cutting wire was bent and broken. The broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared burnt/blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, after several attempts to create an incision at the papilla, the cutting wire broke. No part of the wire detached inside the patient. Additionally, the account reported that there were no issues with the device's ability to incise. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, after several attempts to create an incision at the papilla, the cutting wire broke. No part of the wire detached inside the patient. Additionally, the account reported that there were no issues with the device's ability to incise. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.